Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision surgery due to remove a loose screw.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
The returned 14-521516 (maxan 4.0 x 16mm fixed screw) from lot j54161 was visually inspected. Initial inspection confirms the reported device failure; the screw is broken in half and exhibits signs of thread damage on its upper half. The lower half of the screw was not received in the return package. A functional assessment was not performed. Correspondence does not specify the nature of the event beyond facts that it was a revision surgery to replace a loose screw. Presumably the screw was damaged in situ but it is unclear based on the given details whether the failure was due to patient condition, physical impact, or improper placement of the implant. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported event. Upon incoming inspection, samples from the lot were verified as conforming for the following traits: markings, material cert, gage compliance, physical dimensions, and workmanship/finish. There are no indications of manufacturing issues which could have contributed to this event. The root cause cannot be conclusively determined with the available information.

Manufacturer narrative:
The returned screw was further examined and further testing was performed. In addition to the breakage across the threads, there was some deformation on the drive feature in a manner consistent with high torque applied during screw installation. There is also some damage to the locking ridge and anodize which could not be replicated during benchtop testing of a screw from a different lot. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device installation and usage. The provided medical history for the patient was reviewed. The information provided did not address specific details related to the technique used to prepare the screw holes, insert the screws, or any issues which might have necessitated the removal/correction of the placement of any of the screws during the initial surgery. Additionally, there is no specific information that patient was involved in any falls, sudden movements, car accidents, or any other type of situations that would have jarred the patient's neck. Therefore, the review of the medical records is inconclusive to determine any causes of the broken screw.